Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04748 and 3005099803-2012-04749 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used for an esophagogastroduodenoscopy (egd) with banding in the distal esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands rolled out of position, but failed to deploy from the speedband (mr # 3005099803-2012-04748) device. A second speedband (mr # 3005099803-2012-04749) device was then used; however, during deployment, two bands were released. The physician completed the procedure using two bands from the second speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04748 and 3005099803-2012-04749 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used for an esophagogastroduodenoscopy (egd) with banding in the distal esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands rolled out of position, but failed to deploy from the speedband (mr # 3005099803-2012-04748) device. A second speedband (mr # 3005099803-2012-04749) device was then used; however, during deployment, two bands were released. The physician completed the procedure using two bands from the second speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that 4 blue and 1 white bands were present; with all 5 bands moved out of position. The ligator teeth presented visible damaged. Additionally, suture loop was intact and attached to the wire loop of the trip wire however; the suture had been removed from the ligator head. Further analysis of the handle slot revealed that the tripwire was cinched (secured) in the handle assembly slot however; the tripwire was loosely wrapped around the spool with the proximal end of the trip wire coiled. It appears to have been wrapped around the spool prior to the trip wire being secured in the slot. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that five bands were present on the ligator head and the suture had been removed. In addition, the ligator teeth were damaged. Additionally, it appears that the trip wire was cinched properly but it was also found to be wound loosely around the handle. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure it could cause the thread to move over the ligator teeth without deploying the bands properly. Based on the evaluation of the device and evaluation of returned devices with similar issues, it is most likely that anatomical / procedural / operational factors were encountered during the procedure that impacted the deployment activity of the bands. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.